Event description:
It was reported that a patient underwent a high ligation and point dissection of varicose veins in the lower limbs under combined spinal and epidural anesthesia procedure on (B)(6) 2025 and suture was used. The patient was admitted to the outpatient department due to "superficial varicose veins and tortuous dilation of the lower limbs for 5 years". After physical examination, the outpatient doctor diagnosed it as varicose veins of the great saphenous vein in the lower limbs and admitted for surgical treatment. After admission, the bedside physician conducted a comprehensive preoperative examination and found no obvious surgical contraindications. On the second day after admission, the patient underwent surgery. During the surgery, the surgeon used suture to ligate the distal saphenous vein of the patient. However, the suture was partially broken during knotting, resulting in failed ligation and increased bleeding. Immediately use the vascular forceps to clamp the root of the blood vessel, then use suture again to surgically tie and ligate the blood vessel. Once the blood vessel ligation is complete, release the vascular forceps, stop bleeding, and continue with the surgical procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/11/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please inform the patient¿s current health status and condition. How much blood did the patient lost? Confirm the qty in cc. Was any blood transfusion necessary? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device returned. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 photo investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed. The photo shows a suture used on the patient held with a needle holder, and it appears to be damaged. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.